Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The adjustable pressure limit valve was cleaned to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9012-000 anesthesia gas machine experienced a malfunction preventing manual ventilation. The report was received from a single source. The reported event did involve a patient. There is no patient information available.